Event description:
Per the clinic, the patient developed an infection at the abutment site. It is unknown what has been done to treat the infection. This report is submitted on january 24, 2022.

Event description:
Per the clinic, the patient experienced granulation at the abutment site. The patient underwent revision surgery on (B)(6) 2021, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.